Manufacturer narrative:
Submitted: 09-feb-2018. The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. The battery compartment was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue. This report is made based on results of investigation completed on (B)(6) 2018.